Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during basal. Customer's blood glucose at time of incident was unknown. Customer changed the set and resolved the issue. The customer was advised to call at time of event to troubleshoot. The customer reported via phone call that they had high blood glucose and ketones but not hospitalized. Customer's blood glucose at time of incident was 27mmol/l.